Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this tactra penile prosthesis is experiencing difficulties when having sexual intercourse due to pain and discomfort. MRI scan shows that one of the rods is bent. The tactra is currently implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this tactra penile prosthesis is experiencing difficulties when having sexual intercourse due to pain and discomfort. MRI scan shows that one of the rods is bent. The tactra is currently implanted. There were no additional patient complications reported.